Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. Per report, the cause of the injury was severely tortuous femoral artery and the increased diameter of the burst balloon material. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Referenced mfg. Report #2015691-2017-01007.

Event description:
As reported through our monacan affiliate, upon removal of the sheath the femoral artery was damaged requiring vascular repair. The vascular repair was successful and the patient was stable. As reported, there was difficulty aligning the valve in a straight part of the aorta. During the alignment, the physician had to ¿pull very hard¿. The valve was inserted in the native aortic valve, and the pusher was retrieved, the physician discovered that the valve was not aligned between the markers. The pusher was pushed on the valve to try to re-align, and it was more difficult than the first time to pull back. The valve alignment was not perfect; however, a decision was made to deploy the valve. Upon inflation the balloon burst and it was not possible to inflate the balloon to deploy the valve. Difficulty was encountered in retrieving the commander delivery system with the valve and the sheath. A new sheath and delivery system were inserted, and a new valve was implanted with success. It was reported that the patient¿s minimum luminal diameter (mld) measured 7.0 mm and mildly calcified; however, the vessels were severely tortuous.

Manufacturer narrative:
Additional information: model number, lot number and expiration date; device manufacture date. The expandable esheath was returned to edwards for evaluation and the complaint for liner torn was confirmed. During visual inspection, the liner is torn along the entire length of the sheath shaft, there was bunching of the liner at the distal end of the sheath, deep scratches were noted on the sheath shaft with minor distal tip damage. Functional testing was not performed due to the returned condition of the esheath (liner torn through the length of the sheath shaft). Dimensional testing was performed and the liner thickness measurements met specifications. The manufacturing process for the esheath includes 100% inspections for smooth inner lumen, no visible wrinkles on outer sheath surface, liner fold is continuous from distal end to proximal end of taper, circumferential surface defects or witness lines, remnant lines, without holes or tear on strain relief and inspect for kinks, bends or mechanical damage. These inspections make it highly unlikely that a manufacturing non-conformance occurred according to the current manufacturing specifications. The complaint for ¿sheath shaft ¿ liner torn was confirmed. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment in the advancement and retrieval of the delivery system. The delivery system can potentially catch on to the tip or liner of the sheath and create tip damage or liner tears upon removal. In the case notes, the patient¿s access vessel was noted to have severe tortuosity. Calcification in the access vessel can damage the exposed portion of the sheath liner. Such damage along the liner could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. In the case notes, the patient¿s access vessel was noted to have mild calcification. Additionally, the heavy scratches on the sheath shaft suggest that patient calcification did impact the device. The delivery system balloon and crimp balloon bond was observed to be torn, which likely contributed to withdrawal difficulties when the balloon wings caught on the sheath tip. This is further supported by the observed sheath liner bunching. The complaint was confirmed no manufacturing non-conformances were identified. In this case, available information suggests that patient and/or procedural factors may have contributed to the event. No labeling or IFU/training inadequacies were identified. Review of complaint history for the month of april 2016 revealed that the occurrence rate did not exceed the control limits for this trend category. Therefore, no corrective or preventative actions are required. Referenced mfg. No. 2015691-2017-01007.